Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the misload that occurred with the first valve was due to crown overlap to the fourth node. Per the physician, the patient¿s bicuspid native valve and calcified raphe between the left coronary cusp (lcc) and right coronary cusp (rcc) contributed to the infolds. It was reported that the time required to load the new valves resulted in a procedural delay.

Manufacturer narrative:
Image review: the excerpt of the image subject matter expert (sme) review report follows: intra-procedural fluoroscopic images were provided for review. The patient¿s executive summary was provided for anatomical review. The annulus perimeter was 103.9mm with a perimeter derived diameter of 33.1mm, thus falling outside of the sizing criteria. As stated in the instructions for use (IFU), the safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in patient populations presenting with a native aortic annulus size <(> <<)>18 mm or >30 mm per the baseline diagnostic imaging or surgical bioprosthetic aortic annulus size <(><<)>17 mm or >30 mm and is listed as a precaution. The fluoroscopic valve load inspection for the third valve was provided for review and confirmed a good load. After recapturing, an infold was noticeable at 80%. The valve was removed and discarded. Fluoroscopic valve load inspection for the fourth valve was provided for review and confirmed a good load. The fourth valve was successfully implanted. A post balloon aortic valvuloplasty was performed for under expansion, and ended with a great result. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve and complex anatomy, a misload was identified during the loading inspection. The misloaded valve (first valve) was not used and a new valve (second valve) was opened and loaded correctly. Upon deployment to 80%, the valve was considered too deep (low) and was recaptured in order to reposition at a higher depth, but the valve had a severe infold clearly visible inside the delivery catheter system. Subsequently, the system was withdrawn from the patient, and a new valve (third valve) was loaded and inserted into the patient. After first recapture due to a too low implant depth, infolding occurred. It was reported that the patient's bicuspid anatomy probably caused this instance of infolding. Again, the system was withdrawn from the patient and was exchanged for a new valve (fourth valve), which was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-34; product lot/serial number: (B)(6); product type: heart valves product ID: evolutr-34;product lot/serial number: (B)(6); product type: heart valves product ID: evolutr-34; product lot/serial number: (B)(6); product type: heart valves; implant date: (B)(6) 2023 product ID: d-evprop34; product lot/serial number: (B)(6); product type: heart valves product ID: d-evprop34; product lot/serial number: (B)(6); product type: heart valves product ID: envpro-16; product lot/serial number: (B)(6); product type: heart valves product ID: envpro-16; product lot/serial number: (B)(6); product type: heart valves product analysis: the device was not returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. The valve (sn (B)(6)) that had a severe infold clearly visible inside the delivery catheter system event was reported in MDR number 2025587-2023-04177. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.